Event description:
The report from the field indicated that the pt suffered a stroke the same day as the stent implantation. The report stated the pt currently has left-sided weakness. No additional info is currently available.